Manufacturer narrative:
(B)(4).

Event description:
It was reported that an adverse event occurred. The sensor was inserted into the abdomen on (B)(6) 2020. They stated the bleeding that from the time he had inserted the sensor until he removed it 12 hours later. Due to the continued bleeding he went to the hospital where silver nitrate and skin glue were applied to the insertion site hole. At the time of the report the following day he had no further issues. No additional patient or event information is available.